Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the cap is removed, the catheter is attached with the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the shield, the catheter was removed too.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the cap is removed, the catheter is attached with the cap. The following information was provided by the initial reporter, translated from japanese to english: when removing the shield, the catheter was removed too.